Event description:
It was reported that the pt was originally implanted in (B)(6) 2003. He had some reaction to steri-strips and wound breakdown. He went in for a re-implant on (B)(6) 2004. The pump was still in place. A catheter access port study done (B)(6) 2010 was negative. There were no signs of catheter kinkage with a good flow back to csf (cerebrospinal fluid) within seconds of negative syringe pressure. His simple complex dosing was changed to flex bolus dosing of baclofen every six hours of 24 mcg at a time over a 20 minute period to overcome any kinds of minute discrepancies in the catheter. On (B)(6) 2010, the pt was at 279 mcg/day, flex schedule. His every 6 hour boluses were increased to 35 mcg, increasing his daily dose by about 44 mcg/day. As of (B)(6) 2010, his pump had recently been refilled. His pump delivers baclofen at a concentration of 2000 mcg/ml with dose of 357 mcg/day. He was on a flex schedule, 40 mcg every 6 hours with a basal rate of 8.7 mcg/hr. The doctor wanted to set him up with the adult cerebral palsy study entry in the spring of 2011, likely pump re-implantation in summer of 2011.

Manufacturer narrative:
(B)(4).